Manufacturer narrative:
A ge service representative performed an onsite investigation. The main battery pack was replaced. The system was then found to be operating as intended.

Event description:
The customer reported a precharge voltage error that prevented the system from booting up. There is no report of pt injury.